Manufacturer narrative:
This report is submitted on september 11, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site, however the issue could not be resolved. Subsequently on (B)(6) 2017, the patient was placed under monitored anaesthetic care and underwent revision surgery to excise skin at abutment site. The implanted device remains.